Event description:
The device was returned for preventative maintenance by the customer with no problems specified. The device was not reported to be in patient use. The malfunction was discovered on the technician's bench. No harm or injury was reported. During a routine service evaluation by the manufacturer it was discovered that the high pressure potentiometer was malfunctioning and would not allow the device to relieve high pressure or alarm. The investigation is ongoing and has not been completed. When further pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Na